Manufacturer narrative:
The events of "infection, wound dehiscence and exposure" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "infection, wound dehiscence and exposure".

Event description:
Healthcare professional reported right side "infection", "developed small opening" and "exposure". Device has been explanted.